Event description:
Kimberly-clark received a report stating, on (B)(6) 2014, it was noted by a respiratory therapist that the pilot balloon line was detached from the endotracheal tube of a (B)(6), male. The line and balloon were found in the bed of the patient, when the line detached it caused the endotracheal tube balloon to deflate. There was no patient injury, he remained intubated with the same endotracheal tube until it was removed.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history records is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).